Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 60s mg/dl and candy was consumed to elevate the bg level. The customer reported that the low bg was due to an adjustment to the basal setting that was recommended by a healthcare provider. Tandem technical support advised the customer to discuss the event with the healthcare provider.